Event description:
It was reported a few weeks after implant the patient experienced chest pain and presented to an emergency room. It was further noted, the patient had a myocardial perforation and the lead was removed and another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood and tissue in/on the helix/lobe mechanism and there was apparent explant damage.